Event description:
Home pt reports was "feeling pain" in fill 2/4, after noting was connected to homechoice machine during prime. Baxter technician assisted hp in ending treatment through a manual drain. Rn reports hp notified unit reporting hp was not "feeling well." Rn reports hp was infused with air, which was not confirmed by an x-ray. Rn reports the air has dissipated and no medical intervention was required.